Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of hip pain after having a right hip replacement in 2012. He has other issues but company representative was able to obtain an office dictation of an appointment patient had in (B)(6) 2016. Potential for implanted device to be under recall. No surgery has been scheduled.